Event description:
Upon assessment of IV site post abx infusion, fluid leaking from IV tubing was noted. Ivf was dripping from tubing. When tubing was flushed, fluid was leaking from the tubing. How much of abx the infant received was unable to be determined and dr was notified. Ordered to continue to monitor, infant will receive next dose as scheduled in (B)(6). Delay in getting full abx dose and need for re-dose.